Manufacturer narrative:
Continuation of d10: product ID tm91scs lot# serial# (B)(6) implanted: explanted: product type medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported that they were with medtronic representative jordan today and they were trying to reprogram stimulation, but they were getting no device response. Patient stated they were having stim issues since january; when they have a bowel movement, the stimulation goes all the way around their stomach and down their legs, and they are having problems with their legs. Patient also mentioned that they fell 3 times because of the stimulation issues; in the shower, coming out of the shower, and in their bedroom. Pt noted they had some soreness around ins, but was unsure if ins was damaged by falls. Patient service specialist had the patient reset the communicator and attempt to connect to the implanted neurostimulator (ins). Patient was getting to 60 in communication progress screen, but then would stall and start over, asking pt to hold communicator over ins and try again. Agent had pt reset the communicator by holding button, and confirmed communicator was fully charged. Patient then attempted to connect again, but was unable to. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the communicator. Agent advised if the replacement doesn't resolve the issue, they may want to meet with their hcp to address potential damage done to ins in falls.